Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump was exercised for 24 hours battery was removed for 23 hours , time and date did not reset to default. The pump was opened to investigate and the bt1 component was found to be not leaking and able to hold a charge. There was a crack along the battery compartment extending from the finger pad to the case seal. Unrelated to the complaint, the keypad was found to be worn. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2014.